Manufacturer narrative:
Additional patient ID is (B)(6). Date of event is unknown. Date of implant is unknown. Reportedly, only one of the two plates was explanted on (B)(6) 2017. It is unknown which one of the two plates was explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed as the provided lot number was invalid. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with one 3.5mm locking compression (lcp) extra-articular distal plate (right), another unknown plate, and an unknown number of unknown cortical and locking screws on an unknown date in 2017 to treat an unknown humerus fracture. Postoperatively, approximately four months after the initial implant, the patient suffered another fracture of the humerus directly above the previous fracture site while throwing a football. On (B)(6) 2017, the patient was returned to the operating room where one (1) of the plates, four (4) cortical screws, and five (5) locking screws were removed intact. The surgeon elected to leave the remaining plate and screws in the patient, it is unknown why. In place of the explanted devices, the patient was implanted with a 14-hole 4.5mm/3.5mm lcp® metaphyseal plate, five (5) 3.5mm locking screws, one (1) 3.5mm cortical screw, one (1) 2.45mm cortical screw, and one (1) 5.0mm locking screw on (B)(6) 2017 to treat the new fracture. There were no surgical delays reported and the patient status at the time of the report. This report is for one (1) 3.5mm locking compression (lcp) extra-articular distal plate. This is report 1 of 5 for (B)(4).